Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and ovarian cyst ("cyst on ovaries"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2013. At the time of the report, the dyspareunia, abdominal distension and ovarian cyst outcome was unknown. The reporter considered abdominal distension, dyspareunia and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case become incident, previously added injury nos was replaced with dyspareunia & new events-cyst on ovaries, bloating, device monitoring procedure not performed, were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.